Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary procedure at the time of the reported event. The procedure was completed by moving the patient to another lab. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse reviewed the system error log and found the flat detector related errors. Upon furher analysis, a philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the flat detector was defective and need to be replaced. To resolve the issue, the fse replaced the flat detector. After the replacement, the system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system did not emit radiation. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.